Event description:
The complaint/event involved a ext set, smallbore with clave¿. It was reported that the solution could not drip during a patient's infusion. There was no concomitant drug and no concomitant device involved. There was no bleed back or biohazard. There was no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6). Products dept. Specialist (B)(6).

Manufacturer narrative:
The following was provided by the customer for investigation: -one used 011-c3302 extension set attached to one used list #unknown infusion set and one used list # unknown 500 ml sodium chloride bag. No defects or anomalies were noted. As received, the setup was hung from an IV pole and primed. There were no issues in priming. The 011-c3302 extension set was disconnected from the set and individually primed. The set primed at gravity pressure. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.